Event description:
It was reported that the coil was deployed in the vessel and was removed because the physician doesn't like the coil positioning. While deploying the second coil, the physician noticed the previous implant coil was stuck in the rhv. It was reported that the pt was injured and had a bleed.

Manufacturer narrative:
The device involved in this event has not been returned for eval.